Manufacturer narrative:
No sample returned for investigation. Manufacturing and quality control data: due to the limited information and the missing product investigation is restricted to traceability of manufacturing and quality control data. The gav 2.0 was manufactured by a qualified employee on november 2022. Deviations during assembly did not occur. The product was finally tested as article fx214t and released for packaging and sterilization and was sterilized by miethke. The gav 2.0 has a fixed pressure of 10/25 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at fixed pressures of 10 cmh2o in the horizontal position and 25 cmh2o in the vertical postion.0, 5, 10 and 20, and were found to meet specifications. All tested parameters were assessed according to specifications. Conclusion information : an investigation was not possible because the product was not returned for testing. A final conclusion on the suspected "malfunction" is only possible with an examination. Referring to the traceability of the product, we can exclude a defect at the time of release and shipment. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a gav 2.0 (#fx214t) was to be implanted during a procedure performed on (B)(6)2023. According to the complainant, the valve caused a dysfunction when the tubing was fitted. The issue resulted in a fifteen (15) minute surgical delay due to the assessment of the valve functionality and its replacement. The procedure was continued using a new valve. No patient harm was reported as a result of this event.